Event description:
It has been reported to philips that the flexvision pc had a boot error, which could prevent the whole system from booting. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc was experiencing a boot error, which was preventing the entire system from starting up. The analysis of the system log file confirmed that the malfunction of the flexvision pc (the host-pc could not connect to the flexvision-pc). As a part of troubleshooting, the fse reconnects the power cable of the flexvison pc, the issue was resolved. After functional checks, the system was returned to working conditions. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.